Manufacturer narrative:
The actual device has been returned to the manufacturing facility for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no relevant findings. A search of the complaint file did not find any other report with the involved product code/lot# combination. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Event description:
The user facility reported the anchor was already broken. The following information was provided by the user facility: when the angio-seal device was unpacked, the anchor had already been broken and was not be used. A new device was used to continue the hemostasis procedure. The physician had completed the training process on the device prior to this case. The puncture site was the right common femoral artery. The size of the sheath ancillary used was 8fr. There was no reported patient injury. Hemostasis was successfully achieved by the second device.

Manufacturer narrative:
This report is being submitted as follow up no. 2 to provide the completed investigation. There is no evidence that this event was related to a device defect or malfunction. The exact cause of the reported event cannot be definitively determined based on the available information. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the evaluation results. One 8fr angioseal sts plus device was returned for evaluation. No accessory components were returned with the carrier tube assembly. The returned carrier tube assembly was subjected to visual analysis where no evidence of blood like substance was observed. The device cap was found to be in the forward lock position. The bypass tube was found protecting the anchor of the carrier tube assembly. There were no noted anomalies found with the bypass tube or anchor. Microscopy was used to determine if any microscopic damage had been sustained by the anchor. Under microscopy, a small portion of the anchor could be seen extending past the bypass tube. There was no damage noted to the bypass tube, which was then removed to closely examine the anchor. There were no anomalies noted with the anchor. Visual analysis found he anchor slightly jutting out from the bypass tube would not have had any effect on the functionality of the device, as the anchor would still be in the proper position as the anchor was inserted into the hemostatic sheath. This slight jutting out is expected. The complaint could not be confirmed for anchor detachment. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.